Manufacturer narrative:
(B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer electric dermatome device was not taking skin clearly and creating many holes in the skin graft that was taken. An additional unplanned graft harvest was required to be taken from the patient to complete the surgery. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 10, 2018, it was reported that the device was not taking skin clearly. There were many holes where the skin was taken and two different blades were used. On (B)(6) 2018, it was clarified that the issue occurred during surgery on (B)(6), 2018. There was no adverse events reported, but additional surgery was required. There was an extension of 1-15 minutes. An additional device was not used to complete the surgery. An additional graft was required. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) once as documented in the repair reports in livelink. The last repair was march 15, 2016 where it was reported that the device does not sound right, higher pitch than normal inconsistent humming sound and the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, plug harness assembly and insulator were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet (B)(4) revealed that the motor was within specification at 5,765 rpm. The control lever torque testing was not performed. The calibration was out of specification at all four settings. There was no visible damage to indicate the cause of the reported failure. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6), 2018 which included replacement of the motor, handpiece switch, bearings, o-ring, reciprocating arm, and seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not taking skin clearly¿ was non-verifiable since according to the repair technician there was no damage to indicate the cause of the reported failure. The root cause of the device not taking skin properly cannot be specifically determined with the provided information since according to the repair technician there was no damage to indicate the cause of the reported failure. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.